Event description:
Hemochron response system is not detecting end point and continues to run until time limit of 1500 seconds. Therapeutic range not reported. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc md evaluation procedures. Manufacturer method: no product returned from user facility. Manufacturer results: customer complaint could not be confirmed. Manufacturer conclusions: no conclusion can be drawn.